Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-26 information was received from healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient claimed that the implantable neurostimulator (ins) was completely dead. The hcp indicated that the patient was told that he would need the ins jumpstarted, but an appointment has not been scheduled yet. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. 2020-mar-23, additional information was received from the hcp. It was reported that the cause was unknown. The issue resolution was not known at the time; plan was to replace the generator at some point this summer. No further complications were reported.